Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient experienced a 376 error code. The patient was still able to recharge but there was a concern that there might be a fault. No further complications were reported or anticipated.